Manufacturer narrative:
Complaint #(b)(4) received. This device was not returned however; the CPU board was returned and evaluated. Evidence of overheating was visually observed.

Event description:
The customer claims that the CPU board has melted solder on the F4 fuse.